Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020- 06731, related manufacturer reference number: 2938836-2020- 06730. It was reported that the patient had a swollen pocket at the inferior portion of the pocket. There was no pocket erosion but showed signs of inflammation. The entire system was extracted. The patient was stable.